Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 22 months. The patient remains ongoing on vad support with an ungrounded power module patient cable, and no further issues have been reported. Evaluation of the submitted system controller log file confirmed the reported pump stoppages and associated alarms, which occurred while the patient was connected to the power module. This appeared to be consistent with a potential driveline issue; however, a driveline wire compromise could not be conclusively determined as the pump remains in use. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the patient experienced low flow, low speed and pump stop events while connected to the power module. The driveline appeared to be intact and the patient had not experienced a large amount of weight loss or weight gain. The patient was asymptomatic during the event. On (B)(6) 2016, x-rays of the driveline were submitted to the manufacturer and did not show any areas of concern internally or externally. The hospital staff requested two ungrounded patient cables, and one was given to the patient. It was reported that the patient will continue to use the ungrounded patient cable until there is an outcome, as the patient may not be able to tolerate a pump exchange due to the patient's age.